Event description:
Breast augmentation 29 yrs ago. History of increasing cervical and lumbar back pain, marked shoulder grooving and rashes under large pendulous breasts. Pt desires bilateral breast reduction with bilateral capsulectomies and implant removal. Bilateral silicone mammary implants removed intact. No evidence of leaking or bleed. Pt didn't want implants. No need to send to pathology - implants disposed of in biohazardous waste container per pt's request.